Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped nd found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
A correction has been made in the general information tab to reflect 'yes' for report completion as final; no follow-up report is required at this time.